Manufacturer narrative:
Pending med review for double capsule + photo analysis (1/24). Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis.

Event description:
Healthcare professional reported right side "leak in the implant". Double capsule covering implant was removed. Device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported insufficient information. This record is for right side. Device was explanted. Later, healthcare professional reported that there was a leak in the implant, removal of a double capsule that covered the implant.

Event description:
Healthcare professional reported right side "leak in the implant". Double capsule covering implant was removed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.